Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an implant attempt, when the physician tried to connect the atrial connector pin of a vdd lead to the subject pacemaker there was no clicking sound. There was no resistance with the screwdriver. As the subject pacemaker did not operate properly it was replaced. By checking the pacemaker after the procedure it was noted the absence of the atrial set-screw from the port. No silicone cover was observed over the ventricular set-screw. The atrial set-screw was found in the operating room, with and a part of the silicone cover.

Manufacturer narrative:
Please refer to the attached investigation report. H6 corrected.

Event description:
Reportedly, during an implant attempt, when the physician tried to connect the atrial connector pin of a vdd lead to the subject pacemaker there was no clicking sound. There was no resistance with the screwdriver. As the subject pacemaker did not operate properly it was replaced. By checking the pacemaker after the procedure it was noted the absence of the atrial set-screw from the port. No silicone cover was observed over the ventricular set-screw. The atrial set-screw was found in the operating room, with a part of the silicone cover.